Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (B)(6). Reportedly, customer was overcorrecting for prior bg levels. Additionally, customer believes pump settings needed to be updated. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. System check with (B)(4) technical support confirmed the pump was functioning as intended.